Manufacturer narrative:
Date of event: used the first day of the month of the bsc aware date since event date was not provided.

Event description:
It was reported that guidewire tip detachment occurred. The patient was presented with coronary artery disease and underwent arteriography and idiopathic inflammatory myopathy (iim) angioplasty. A 035/260/3mm amplatz super stiff guidewire was selected for use. During preparation, as the physician removed the guidewire, it was found that the device kinked and the tip broke off. The device was removed intact and the procedure was completed with another device. There were no patient complications nor injuries were reported.